Manufacturer narrative:
A specific root cause was not identified. No device malfunction was identified with the information provided for investigation. The issue may have been caused by a pre-analytical issue at the customer site. The customer is centrifuging sample tubes for 5 minutes. The centrifugation time should be at least 10 minutes. The customer has been advised to follow the tube manufacturer's recommendations for pre- analytic handling. The issue may have also been caused by insufficient analyzer maintenance, but this could not be confirmed due to lack of information. It was also noted the ise electrodes were on board for 35 days. The electrodes should have been replaced prior to reaching 35 days based upon the customer's throughput on these assays and roche recommendations for electrode use. No adverse events were reported.

Event description:
The user received a questionable sodium result for one patient sample. The initial result was 115 mmol/l and the repeat result on cobas c501 analyzer serial number (B)(4) in a sample cup was 140 mmol/l. The repeat result on cobas c501 analyzer serial number (B)(4) was 138 mmol/l. The result of 138 mmol/l was considered correct. It was unknown if the erroneous result was reported outside the laboratory. No adverse events were alleged regarding the event. The lot number of the sodium electrode was not provided. The field service representative was unable to determine a cause and was unable to reproduce the issue. He cleaned and testing the analyzer and checked the maintenance records. He checked the tubing and probes and found the ise nozzle was slightly worn and blunted. He verified the analyzer operation by performing ise checks and precision testing.